Manufacturer narrative:
See the following: MFR: 3102307300-2017-02016, MFR: 3102307300-2017-02017, MFR: 3102307300-2017-02018, MFR: 3102307300-2017-02020. Catalog # was reported as 21-7230-24 and lot # as 77x062. However, this was just the most recent lot. Patient reports this issue occurred with three separate lots. The expiration date for lot # 77x062 is 04may2022. The device manufacture date for lot # 77x062 is 15may2017.

Event description:
It was reported that a cleo® 90 infusion set had non-sticky adhesive. The patient tried to use a device with non-sticky adhesive and it resulted in the patient's blood glucose "going up to 500". The patient was able to apply a new infusion set and resume insulin. The patient reported no adverse health outcomes from this event.